Event description:
The customer reported that the system displayed a motion error message and the joystick operation was disabled outside of a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The successful calibration routine was performed and the new calibration files were saved to the system. The system was tested and found to be working as intended and put back into service.